Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured" against right device. The status of the device is unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken. Based on the device analysis the final assessment is: -a broken sharp in the patch shell bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported "ruptured" against right device. The status of the device is explanted.